Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to get in touch if the issue recurred, to which they agreed and understood.